Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation. A weight test of the device was verified and the device was within specification. Cloudy gel after the autoclave disinfection process was observed. Based on the device analysis the final assessment is no issues found related with the manufacturing. Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., h.6.

Event description:
Additionally, healthcare professional reported and confirmed baker grade IV.